Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis of the lead noted outer insulation abrasion at 18cm, 22cm and 24.5cm from the connector. It is believed these abrasions could be caused by friction with the ICD can. Reliability laboratory technician, not applicable - st. Jude medical crmd reliability laboratory - no complaint received with return of the device. Failure (event) ob bserved during analysis.